Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection shows portions of the lens and both plate haptics are torn off and missing. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: based on the complaint history, work order search, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a 12.0 diopter implantable collamer lens in the injector with the foam tip plunger and the plunger over-rode the lens haptic and tore the haptic as the lens went into patient's eye. The surgeon removed the lens with no incision enlargement and put in another micl lens and used a suture to close the incision. The reporter stated that the surgeon routinely makes his initial incision larger than normal and uses a suture.